Event description:
It was reported that the device is shedding/shaving metal while running during testing. Complainant was not aware of what part of the device the metal shavings were coming from. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the device is shedding/ shaving metal while running during testing. Complainant was not aware of what part of the device the metal shavings were coming from. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was not confirmed by the repair technician, fa engineer or the diagnostic engineer. The technician and engineer received the driver and evaluated it through functional inspection and could not confirm failures for metal shavings. The account could not provide additional information. The driver was cleaned, lubed, adjusted, and it passed all final inspection activities. The driver was returned to the account.